Event description:
Per the clinic, the patient was explanted due to an infection. The device was explanted (B) (6) 2009 (day unknown). Information on reimplantation was not available at the time this report was filed.

Manufacturer narrative:
(B) (4) : device was lost.

Event description:
It was reported the patient died on (B)(6) 2010, two days after replacment of a device and lead. The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4).